Event description:
During a procedure, the hub of the cypher (crb13300) broke, not allowing the release of the stent. It was not possible to inflate. The procedure was completed with a new device. There was no potential adverse event to the pt.

Manufacturer narrative:
This product is available; however, it has not been received for analysis as stated. Add'l info will be provided within 30 days of receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of the lot revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Eight units were rejected during the final assembly of this lot. The device history record (DHR) review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Proximal shaft subassembly were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements.